Manufacturer narrative:
Report inconclusive. The device has been returned and is still has pending evaluation results. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow up, it was confirmed that there was no injury to the patient and the procedure was completed with no additional intervention.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during occipital bone milling, the surgeon was making a bone flap to expose the dura mater when the cutter broke. It was reported that the broken tool piece was retrieved and there was no patient impact. Additional information is being requested regarding product return.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was received used and fractured at the head or stem junction of the tool. There is no evidence of missing fragment and the fracture surface was planar and perpendicular to axis of rotation. The likely cause was identified as excessive side loads that were applied or allowed causing stress to the head or stem junction of the tool. If information is provided in the future, a supplemental report will be issued.